Event description:
I had a breast augmentation in (B)(6) of 2015. Since the surgery, my health has slowly been declining. I have an enlarged thyroid (3x) the size it should be, and tested positive for antibody indicating autoimmune disease. I' m in the process of figuring this out. I've been seeing a dr at the (B)(6) clinic in (B)(6). The dr I was seeing before in (B)(6) wanted to remove my thyroid due to how large it is. I am fatigue daily, I barely have enough energy to get out of bed and get my kids ready for school. My joint pain is unbearable, I will be explanting soon and hope some of my issues resolve but I do believe my breast implants are making me ill. I recently found a group of over 60,000 women who have been experiencing problems similar or the same as mine, the one common denominator is we all have breast implants. These should be banned at the least, women should be informed of the dangers. I was not warned of any of these possible side effects.